Event description:
During the device evaluation, the upstream occlusion seal was noted to be buckling. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the upstream occlusion (uso) seal to be buckling. The uso seal was replaced and the occlusion sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.